Event description:
A pt reported they were treated by md and were experiencing symptoms of being tired. Their one touch profile meter allegedly was inaccurately low. Result on their meter was 127 mg/dl. The result on the md's meter was 217 mg/dl. The time difference between pt's meter and md's meter was 10 mins. Treatment was unk. No further info has been reported.